Event description:
Pt was revised to address spin-out.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not verify or draw any conclusions about the reported spin out. Provided information suggests the size device selected at primary surgery did not achieve the desired stability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.